Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the during testing there was a pacing fault. Remote support from the customer care solution center was received, during which the customer performed a manual inspection after connecting the pacing cable trench and the defibrillator passed. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as re-running the test correctly resolved the reported issue. The reported problem was not confirmed. The customer performed a manual inspection after connecting the pacing cable trench and the defibrillator passed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.